Manufacturer narrative:
Age at time of event- 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed and observed that a pusher wire and a coil were returned for this complaint; the introducer sheath was not returned. The pusher wire returned with the distal tip kinked; besides, its body was kinked in different sections. The coil returned inside of a renegade catheter; an small section of the distal end of the coil protruded from the catheter, besides, some blood residues were found on the coil. It is important to mention that the returned catheter will be storaged together with the coil as per internal procedures. No more damages were found in the returned device. The coil was tried to be advanced through the catheter, but it was not possible due to it was stuck; it was necessary to cut the catheter in order to release the coil. Microscopic inspection of the pusher wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected and no damages were found. The distal section was stretched. Microscopic inspection of the coil revealed that the zap tip was detached and it was not returned. The interlocking arm was inspected and it was found kinked. The coil was stretched. Dimensional inspection of the pusher wire that could be measured were within specification. Dimensional inspection of the main coil was performed and observed that the outer diameter (od) of the primary coil was within the specification, od of the zap tip was not measure due to device condition and there were lacking 20 coil fiber bundles.

Event description:
Reportable based on analysis completed on 28mar2019. It was reported that the coil could not advance inside the catheter and got early detached. The target lesion was located in the moderately calcified internal iliac artery. A 6mmx20cm interlock was used in combination with a renegade catheter. During procedure, it was noted that the coil early detached inside the catheter and could not be removed. Consequently, the coil was remvoed together with the renegade catheter. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed detached zap tip and coil protrusion.